Event description:
The pt is a (B)(6) female admitted to the medical center on (B)(6) 2011 for a scheduled right hip arthroscopy. Pt with history of hip pain which restricted her activity level since skiing accident in (B)(6) 2008. During the arthroscopy on (B)(6) 2011, the surgeon was using a dyonics 70 degree scope. The surgeon reported that he was manipulating the scope normally inside the hip when he heard and felt something. He then immediately saw a foreign body in the joint. He thought it looked metallic so he retrieved the fragment. Upon removal of the scope, he noted that the tip had broken off. The surgeon does not recall anything unusual during the manipulation of the scope that would explain how the tip of the scope broke. The surgeon denied contact with any other instrumentation that would have sheared or cut the tip of the scope. There was a couple of minutes delay while they replaced the scope. The surgery was completed without further complication.